Manufacturer narrative:
Evaluation of the returned velocity confirmed that the catheter was fractured. If the velocity is manipulated at an angle during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed a kink on the catheter shaft. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number:(B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), penumbra system red 62 reperfusion catheter (red62), and a non-penumbra guide catheter. During the procedure, the physician advanced the red62 and velocity into the target location, the velocity was removed, and the physician made the first pass using the red62. Next, while attempting the second pass, the physician was reinserting the velocity back into the patient and the velocity broke in half. Therefore, the velocity was removed.the procedure was completed using a new velocity, same red62, and same guide catheter. There was no report of an adverse effect to the patient.